Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted on: (B)(6) 2009; 5027m-58 lead, implanted on: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. It was also reported that the right atrial (ra) lead appeared to be intermittently undersensing on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.